Manufacturer narrative:
The actual device was not returned to the manufacturer for physical evaluation. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device manufacturing review confirmed the labeling, material, and process controls were within specification. The documentation in the complaint file supports a temporal association between the pd treatment using the liberty cycler, deflex and the adverse event of respiratory arrest and the subsequent hospitalization for metabolic encephalopathy. However, the lack of clinical information (laboratory testing and results, medical procedures/testing, medical history, comorbidities, hospital course) inhibits the ability draw a conclusion of possible causality. The patient reportedly had become extremely weak and tired during the rehabilitation course. But, no explanation for this or treatment plan was reported. Additionally, the patients¿ creatinine was reported as pretty high with no explanation as to the cause or plan was received; as the patient had been receiving ccpd therapy since 2014. The patient was also receiving medication for pain, the patients¿ medication list includes muscle relaxers, calcium channel blockers, angiotensin ii receptor antagonists, vasodilators, insulin all of which reasonable suggest a complex medical history.

Event description:
A nurse reported that one of their peritoneal dialysis (pd) patient's was completing a continuous cyclic peritoneal dialysis (ccpd) treatment at the rehabilitation facility when she became short of breath and respiratory arrested. According to the treatment record the patients¿ pd treatment with the liberty cycler was initiated at 18:30. Pre -treatment assessment as follows: pd access catheter site clean and effluent fluid clear, patient complained of pain all over at a level of 4 on a scale of 1-10; medication given for pain (type, route, amount unknown), lung sounds clear bilaterally, breathing easy with oxygen at 4l via nasal cannula and oxygen saturation of 94%, facial edema (details unknown), heart beat regular; no cardiac monitor, skin dry, bowel sounds present; last bowel movement (B)(6) 2017, and patient voids. Vital signs (vs): blood pressure (b/p) 98/45, pulse 62, respiratory rate (rr) 18, temperature 97. Pd orders: liberty cycler, 4 exchanges (2.5% dextrose, low magnesium, low calcium) for a total volume 10,000 ml, fill volume 2,500 ml (fill time 25 minutes), dwell time 1 hour 30 minutes, drain time 30 minutes. Pd treatment record indicate the patients¿ treatment on (B)(6) 2017 was initiated at 18:20. At 21:40 rapid response and a code blue was called. The patient had no respirations and a weak pulse. The ccpd treatment was discontinued. At 21:45 an intravenous (IV) line was placed and the cycler was powered off. At 21:50: IV fluids (amount and type unknown) were started, b/p 87/49, heart rate 50, temperature 97.8 respirations agonal, oxygen saturation 89%. 21:52 emergency medical services (ems) arrived, atropine 0.5 given; 21:55 pd catheter disconnected, effluent fluid clear, heart rhythm normal sinus with a rate of 68; lung sounds diminished and respiratory efforts labored, patient being ambu bagged with 100% oxygen. At 22:05 the patient with spontaneous respirations, continues with non-rebreather, more responsive, squeezing. Patient transferred to an acute hospital (hospital course unknown). In a follow call to the pd registered nurse (pdrn) on 5/17/2017 it was discovered that during the hospitalization the patient had been in the critical care unit, then moved out to a regular bed and is recovering. The patient is continuing with pd therapy during hospitalization. The pdrn does not believe any fresenius products were related to the adverse event.